Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the insulin gauge was inaccurate. The customer was using cold insulin. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.